Event description:
It was reported that the pt was seen in 2006, a month after the pt has the ins and extension removed due to pocket infection. At this time the wife reported that it is quite sore behind the patient's ear. In the operating room, the left parietal area is accessed and purulent exudate was noted as well as dehiscence of the wound exposing the lead. Th left lead was removed due to infection. The pt was implanted with a new dbs system three months later. Reference MFR report #3004209178200703365.